Event description:
Patient presented to eye care professional in 2006 with complaint of redness and photophobia in the left eye. The pt was diagnosed with a "mild central ulcer superimposed on a corneal abrasion left eye." The patient was treated with vigamox drops every 2 hours and instructed to discontinue contact lens wear. Follow up visit the following day: "mild iritis secondary to resolving corneal ulcer. Zymar drops were prescribed 1 drop every 2 hours x 2 days. Continue to discontinue contact lens wear." Follow up visit three days later: "iritis resolved; resolving corneal ulcer. Continue to discontinue contact lens wear." Follow up visit three days later: "resolved corneal ulcer, small scar." No further information is available at this time.

Manufacturer narrative:
Device labeling single use or reuse.